Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected during a case. The patient was manually ventilated for the duration of the case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: customer contact reports no patient information is available. Legal manufacturer: (B)(4).